Event description:
It was reported that the customer was hospitalized for hbgs. Prior to the event, the customer received an alarm and did not change out the set. It was indicated that the customer kept trying to bolus and continued to have hbgs. The programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer was educated on the alarm and the two hbg rule.